Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. No impact to the customer's blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support and continued using the existing cartridge for insulin therapy.